Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported unsure properly inserted cannula. We are unable to confirm or determine the root cause of the reported bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 5 and 24 hours. According to the patient, the cannula bent during the initial firing causing it to not insert straight into the infusion site (arm). The patient also reported insulin leaking onto the adhesive patch after approximately 5 hours of wear. As treatment, a new pod was applied.